Event description:
It was reported that during a coronary artery stenting (cas) procedure, deployment difficulties occurred. The 70% stenosed lesion was located in the non-tortuous left internal carotid artery. Another MFR's 6fr sheath was placed. The carotid wallstent 10mm x 20mm x 135cm stent delivery system was advanced to the lesion and the physician fully retraced the delivery sheath, however, upon deployment the proximal portion of the stent was unable to be released. The physician pulled the shaft of the device back slowly, which allowed the proximal portion of the stent to release, successfully deploying the stent. No other stents were implanted and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
.